Event description:
It was reported that 2 sensors out of the box did not work. The reporter stated that the other 3 sensors were fine and that the customer was currently using one. The blood glucose reading was unavailable. Advised return of the sensors for analysis. Nothing further reported.

Manufacturer narrative:
Reliability analysis was conducted and 2 opened/used enlite sensors were inspected. Performed bicarbonate buffer test. 1 of 2 sensors failed for high readings and the 1 remaining sensor passed per specifications with accurate readings.